Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a caesarean section procedure, the suture broke unexpectedly after the patient had left the veterinary clinic. The patient went back to the clinic and stayed for 14 days post-operatively. The abdomen contents replaced; abdomen flushed & wall re-sutured causing an extended excision to the patient. During the procedure, the surgical time was also extended for 30 minutes.